Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for completion of the investigation. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Based on the information available, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction, bleeding, hemorrhagic cerebral accident, and stroke are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was hospitalized with an acute headache and no other symptoms or focal changes. The day of admission the wife noted speech stuttering. In the emergency room (ER) a computed tomography (CT) scan confirmed a subarachnoid bleed overlying the right posterior temporal lobe with a glasgow coma scale (gcs) of 15, other imaging also confirmed angiogram with findings consistent with embolic stroke. A second CT was performed with no interval adverse change, the previous hyper-density on the right pariotemporal lobe was less prominent. A couple days later a CT scan showed mild volume loss at the location of the small peripheral recent infarct, in the inferior lateral right parietal lobe. The previous mild hyperdensity in the cortex of this location has been resolved. The patient was moved to the neuro intensive care unit (ICU) for close monitoring and was treated with fresh frozen plasma (ffp) due to an international normalized ratio (inr) of 2, target range 2-3 was accomplished. The patient was discharged neurologically stable and latest CT scan did not show worsening bleed. The ventricular assist device (vad) remains in use.

Manufacturer narrative:
This information was received from the mechanical circulatory support product surveillance registry study. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.